Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Event description:
It was reported by the user facility that a patient coded during hemodialysis treatment. The treatment record provided by the user facility states patient had pain in left leg due to restless leg syndrome. Patient was given tylenol 650 mg and ice pack was applied to this left leg followed by warm pack. Soon after, he became non-responsive with agonal type breathing. Blood pressure was 216/141. Patient was sternal rubbed with no response. One liter of normal saline was given and micu/sicu nurses and dialysis nurse called code. Patient was ambu bagged with 100% oxygen immediately. Code team responded quickly and patient was moved from the dialysis chair to the floor, and then to a bed. Patient vomited several times after moving to the bed, suction was ready and the head of the bed was lifted. Stat labs were drawn. Patient began responding verbally, making eye contact, and breathing on his own effectively with no rebreather mask in place. Patient was transferred to micu/ccu.